Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record identified no relevant deviations or anomalies. Product examination found that the unit had ruptured. The sterile packaging was still sealed. This complaint is confirmed. The reported event claimed that the sealed unit had ruptured before it had been opened. While rare, this kind of event occurs when the batteries overheat from a short circuit. To address this issue, change notice cn (B)(4) has been implemented to adjust the length of the wires inside the battery pack. This means that there will no longer be a need to tightly fold wires inside the battery pack in order for them to reach their respective circuit contacts. This reduces the risk of a short circuit. The root cause of the reported event is that the battery ruptured. This type of failure is caused by a short circuit, but the source of this short circuit cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). The product has been received by zimmer biomet. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation for surgery, it was found that the product looked like exploded inside of the sterile package when the nurse opened the product's outer box. No adverse events have been reported as a result of this malfunction.